Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis manifested by cloudy bag. On the same day, the pt was hospitalized for the event. The cause of the peritonitis was unknown. On an unknown date during hospitalization, the pt began treatment with unknown antibiotics for peritonitis. On an unknown date, the pt began treatment with vancomycin (intraperitoneally, 2 grams, unknown frequency) for peritonitis. Five days after admission, the pt was discharged from the hospital. At the time of this report, the pt was recovering and pd therapy was ongoing. Additional information was requested but was not available. This is report 2 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot numbers gd896209 and gd896126 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).